Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of cause not established. This code was selected as the most probable complaint cause based on the investigation conducted. Based on the complaint information available and the fact that no device or image form the procedure was received for review, it is not possible to establish with certainty what the cause of the reported complaint was.

Event description:
It was reported that detachment occurred. The 2.25 x 16mm synergy xd drug eluting stent was selected for treatment of the target lesion located in a mildly tortuous vessel. The device was advanced and removed without complication or damage. Following additional pre-dilation, the stent was re-advanced. It became apparent that further pre-dilation was required. During removal of the stent, approximately one-quarter of the stent sheared off. The remaining three-quarters of the stent, still on the balloon, was removed intact. The sheared off portion of the stent remained in the vessel and was successfully dilated using a balloon advanced over the exiting wire. The patient remained stable throughout the procedure and is expected to fully recover. It was further reported that the target lesion was 90% stenosed and calcified. The proximal section of the stent was removed entirely on the delivery balloon and the distal section remained in the patient.

Event description:
It was reported that detachment occurred. The 2.25 x 16mm synergy xd drug eluting stent was selected for treatment of the target lesion located in a mildly tortuous vessel. The device was advanced and removed without complication or damage. Following additional pre-dilation, the stent was re-advanced. It became apparent that further pre-dilation was required. During removal of the stent, approximately one-quarter of the stent sheared off. The remaining three-quarters of the stent, still on the balloon, was removed intact. The sheared off portion of the stent remained in the vessel and was successfully dilated using a balloon advanced over the exiting wire. The patient remained stable throughout the procedure and is expected to fully recover.

Event description:
It was reported that detachment occurred. The 2.25 x 16mm synergy xd drug eluting stent was selected for treatment of the target lesion located in a mildly tortuous vessel. The device was advanced and removed without complication or damage. Following additional pre-dilation, the stent was re-advanced. It became apparent that further pre-dilation was required. During removal of the stent, approximately one-quarter of the stent sheared off. The remaining three-quarters of the stent, still on the balloon, was removed intact. The sheared off portion of the stent remained in the vessel and was successfully dilated using a balloon advanced over the exiting wire. The patient remained stable throughout the procedure and is expected to fully recover. It was further reported that the target lesion was 90% stenosed and calcified. The proximal section of the stent was removed entirely on the delivery balloon and the distal section remained in the patient.